Manufacturer narrative:
Investigation results: visual evaluation of the returned product found the handle cannula detached. The handle cannula presented marks from the handle assembly process. The handle was disassembled and the internal surface of the finger ring assembly was inspected. Functional evaluation was not performed due to the condition of the device. The complaint that the handle cannula detached was confirmed. This was caused by a dimensional issue of the finger ring component which is related to the component molding. There is an investigation in place to address this issue. Review and analysis of all available information indicated the most probable root cause for this event was design. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the transverse colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the handle cannula detached while removing the sixth polyp. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used in the transverse colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the handle cannula detached while removing the sixth polyp. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) handle cannula detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.